Event description:
It was reported by the affiliate that (1) 512xd was used during a laparoscopic swed. Adjust. Gastr. Band. Procedure. It was reported that from one move into the trocar the sleeve seals were broken. The case was completed with a device from another lot number. There was no pt consequence.